Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient was told that because they had lost weight after their battery was replaced that the 'pocket' was not protective any longer. In response to an inquire regarding circumstances that led to the burning, soreness, and pain around the ins other than their fluctuations in weight, the patient wrote they had been exercising more. The patient wrote that when they would step, the pain from the unit would radiate making it difficult to walk. In response to whether the walking difficulties had resolved, the patient indicated that they were able to walk normally. They also had problems with sitting with their back leaning against the chair. When the patient turned the unit off the burning sensation resolved, but there was still a dull pain around the ins. The patient wrote that since they had turned the unit off, their symptoms were about the same. They still had leaking - that never resolved in the 10 year they had the unit. In response to whether there was a scheduled removal date of the system, the patient wrote that they had tried to contact their doctor about it, but he hadn't responded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor stim. An email was received from the patient in which she reported that the her weight had fluctuated some over the last few years. She was now having pain at the site. When she sat a certain way it felt like a burning stabbing pain that went down her leg. If she bent over it was painful. She had recently lost 12 pounds since (B)(6). She said she didn't have a rep to check her unit and that her doctor didn't seem concerned. She asked about information regarding reprogramming, turning off stim, or possible removal. A few days later (B)(6) 2020) on a call with patient services, the patient reiterated that she had lost and gained weight since implant. She said that 'four years she lost about 30 lbs' and had gained some of it back. The patient said that when her new battery was implanted in 2017, the site was sore for a while; however, about six months ago, around the beginning of 2020, the patient experienced soreness around the battery site and pain was going to her hip. The patient did check and didn't notice any visual changes. The patient reported that over the last 2-3 months when she sits, bends over, or leans back against the battery it burns. She said it felt like an electrical signal was burning. The patient decided to turn stimulation off this past sunday, as she was having difficulty walking. She reported that the burning sensation had stopped; however there was still the dull pain. The patient mentioned that the therapy hadn't really worked for the last couple of years. She said that it only helped with urgency; however, she didn't experience any relief from leaking. She said that she didn't notice any difference in her symptoms after turning stimulation off on sunday. When asked, the patient said that she hadn't had any falls or trauma. Regarding exercise, she had always done the elliptical and had been performing extra home aerobics activities and lots of gardening since having to be at home due to the virus shutdown. The patient said that she did speak to her healthcare provider in early may and was told that this could happened due to weight loss and that he had experienced this situation in other patients. The patient said that her healthcare provider told her he was just starting to see patients (due to virus shutdown) and suggested that she wait a little bit until (B)(6), in case the patient loses more weight to perform surgery. The patient said that she just may want to have the system removed if this is going to be a constant issue, if her weight fluctuates. The patient was redirected to contact her healthcare provider and provide updates regarding the burning sensation, pain, and to discuss next steps. No further complications were reported.